Event description:
The dxc 600i generated a false high cl (chloride) and co2 (carbon dioxide) result for 1 patient sample. The results were reported out of the lab. The sample was repeated on another dxc and the report amended.

Manufacturer narrative:
Review of the data revealed that prior to the event, the qc for co2 was high out of the lab's established ranges. The qc values for chloride were within the lab's ranges. The field service engineer (fse) went to the site and cleaned the flowcell, replaced ise reagents, replaced flowcell carbon bridge, replaced sodium electrodes, mc probe syringe and calcium, chloride and eic cup o-ring. He calibrated the ise electrolytes after each step, but the ise reference drift was still present. The fse returned the next day and noted that the eic vacuum sounded erratic. He found tiny grey rubber material in the eic vacuum valve so he cleaned it. The cap piercer blade tip was found chipped so he replaced the blade. Resolving the issue. Upon recur, this failure mode could cause erroneous ise results (na, k, cl, co2 and/or calc) results. The manufacturer's reference # for this event is (B)(4).